Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept on getting an alert or alarm but there was nothing on their insulin pump. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. The customer heard a beeping again during a self-test. The customer had their old insulin pump at their house. The old insulin pump had a no delivery on the screen followed by an off no power alarm. The old insulin pump will be returned for analysis.